Event description:
On (B)(6) 2013 at (B)(6) service center, an error message for battery defective displayed on cardiohelp unit ((B)(4)) occurred during servicing by (B)(6), maquet service technician. Reference:(B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). (B)(6) 2013 - the cardiohelp unit was returned to maquet (B)(6) service center for further diagnosis. Complaint service records indicate containment / correction of cardiohelp device was to reset battery system and perform battery calibration. Servicing was completed (B)(6) 2013. On (B)(6) 2013 cardiohelp sensor panel ((B)(4)) with defective capacitor was retrofitted with new sensor panel ((B)(4)). After retrofit full functional and safety checks were performed and met factory specifications. (B)(4).